Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® lh 68 i.u. Plus blood collection tubes, one tube underfilled. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® lh 68 i.u. Plus blood collection tubes, one tube underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. A total of 20 retained samples underwent functional tests and all tubes were found to draw within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill based on customer photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.